Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. Transseptal access was completed as normal, but a small effusion was observed. Heparin was given to the patient and continued with the case. During the procedure, the sheath was pulled back to the left atrium and the transseptal access was lost temporary. Then, after delivering 4 applications in basket and 4 in flower, it was noticed that the effusion had grown. The ablation was paused to give protamine to the patient and perform a pericardiocentesis. 195 ccs of fluid were drained from the patient. The procedure was stopped due to the event. The patient had successfully recovered. The device was disposed

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
F.10. Impact codes: corrected g.2. Report source: corrected it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. Transseptal access was completed as normal, but a small effusion was observed. Heparin was given to the patient and continued with the case. During the procedure, the sheath was pulled back to the left atrium and the transseptal access was lost temporary. Then, after delivering 4 applications in basket and 4 in flower, it was noticed that the effusion had grown. The ablation was paused to give protamine to the patient and perform a pericardiocentesis. 195 ccs of fluid were drained from the patient. The procedure was stopped due to the event. The patient had successfully recovered. The device was disposed.